Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks following device implant. D6b: explant date: (B)(6) 2021.

Event description:
It was reported that patient had drainage from mid thoracic area and right upper buttock at the incision line of ipg placement. It was noted that there was a small amount of serosanguinous drainage to both bandages. The patient will undergo a revision procedure. Additional information was received that the patient had a fever and an abscess that burst weeks after the device was implanted. The patient was administered with antibiotics and underwent an explant procedure.

Event description:
It was reported that patient had drainage from mid thoracic area and right upper buttock at the incision line of ipg placement. It was noted that there was a small amount of serosanguinous drainage to both bandages. The patient will undergo a revision procedure. Additional information was received that the patient had a fever and an abscess that bursted weeks after the device was implanted. The patient was administered with antibiotics and underwent an explant procedure. Additional information was received that all device components were removed and discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7040791.

Event description:
It was reported that patient had drainage from mid thoracic area and right upper buttock at the incision line of ipg placement. It was noted that there was a small amount of serosanguinous drainage to both bandages. The patient will undergo a revision procedure.